Manufacturer narrative:
Device received with minor scratches on lcd noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir compartment was chipped. Customer¿s blood glucose level was unknown. Customer also reported scratched screen and cracked reservoir compartment. Customer declined troubleshooting. The device will not be returned for analysis.